Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level was 180 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with numbers counting up on display then blank display due to cold solder joint connector on mother bored. The device had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.